Event description:
It was reported that inappropriate vf episodes due to noise were observed. No therapies were delivered. Upon explant, externalized conductors were observed.

Manufacturer narrative:
No medwatch form was received. A partial lead measuring 19.0cm from the connector end was returned for analysis. External insulation abrasion was found at 16.4-16.8cm from the end of the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This damage is consistent with the observation from the field of noise when the lead came into contact w with the ICD can.